Event description:
It was reported that, during the implant attempt, the lead could not be inserted in the device port. The physician felt the issue was related to the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.